Event description:
Upon removal of a tooth during a dental extraction it was noted that there was a defect in the stryker handpiece. A small portion of the handpiece has heated up and burned the pt's lower lip in 2 distinct spots. The operating room staff noted 2 reddened areas. One area was on the lip and one was below the lip on the chin. No blistering was reported. The size of the burns is unk. The burns were treated with silvadene and diprolene .5% ointment and the lip is reportedly healing. The pt later reported having gone to a second physician, a plastic surgeon, who gave a second opinion stating the burn as "third degree". The burn is believed to be a thermal burn caused by heat generation of the motor in the handpiece. No shorts in the cord were found.